Manufacturer narrative:
H11: livanova deutschland manufactures the essenz console. The incident occurred in denton, texas. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3/8" bubble sensor detector used on an essenz console was not working. The issue occurred during procedure. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient injury.

Manufacturer narrative:
The customer replaced the bubble sensor with a new unit. No further details about the incident was provided. A review of the complaints database confirmed that no additional issues related to the bubble sensor¿s monitoring functionality have been reported by the customer. The essenz hlm was manufactured in 2024, and no prior similar complaints have been associated with this unit. Based on the available information, the root cause of the issue has been traced to a defective bubble sensor. However, the exact nature of the failure could not be conclusively determined. Analysis of the complaints database indicates the issue may be due to one of the following: -mechanical damage to the sensor insert; -electronic malfunction causing a systematic ¿bubble sensor defective¿ error; -oversensing, resulting in false alarms. As a precautionary measure, the event has been classified as an under-sensing issue, representing the worst-case scenario. Nevertheless, statistical analysis of the data has not revealed any concerning trend related to this failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.